Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Twenty-one (21) new samples were received for the evaluation. During functional evaluation, it was noted that eight (8) of the samples were found leaking on the connection between the cross spike and the tubing line. One of the sample was found with glued spike. Therefore, the reported condition is confirmed. As part of continuous improvements, a corrective action has been opened which includes assembly process changes and retraining of manufacturing personnel. The root cause and action plan will be documented through CAPA.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reports the safety screw spike feeding bags are leaking.